Event description:
During preparation for use of the device for cardiopulmonary bypass, the backup batteries could not be activated as expected. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The field service representative determined that the power supply sub-assembly of the heart lung console was affected. That assembly was replaced which restored the device to normal function. The evaluation of the sub assembly is in progress as of the date of this report.